Event description:
It was reported that during unpacking, stent damage was noted. The stent of a 3.0mm x 20mm taxus element stent was noted to be damaged during removed from its packaging. The procedure was completed with another of the same device. No pateint complications were reported and the patient status was stable.

Event description:
It was reported that during unpacking, stent damage was noted. The stent of a 3.0mm x 20mm taxus element stent was noted to be damaged during removed from its packaging. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was received in two sections as a result of a break in the hypotube. The break was located at 21.2cm distal to the strain relief. Both sections of the hypotube break were kinked at various locations. An examination of the crimped stent identified no anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(6). Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).